Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. Hardware low level failures error confirmed in the device history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer also report the blood glucose level was 40 mg/dl. Customer report customer does not allege pump was over delivering. During the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose. The customer also experienced pump error hardware low level failures alarm and able to clear and rewind the pump. The customer was treated with food. Product will be returned device for analysis.